Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Generalized itching [pruritus generalized]. Eyes were shut [eye swelling]. Eye lid peeled [skin exfoliation]. Facial swelling [swelling face]. Case description: a spontaneous report was received on (B)(6) 2010 from an hcp via a company rep regarding a female pt with a history of osteoarthritis of the knee, who experienced facial swelling and generalized itching after starting synvisc-one. The patient experienced facial swelling and generalized itching which was persistent for three weeks. The pt was treated with oral steroids. For more info reported by the same company rep, please refer to MFR control number (B)(4). On (B)(6) 2010, add'l info was received from the hcp's office. It was initially reported that the patient had received synvisc but in the latest communication, the hcp's office stated that the patient was treated with synvisc-one. The nurse at the hcp's office reported that the patient had developed facial swelling subsequent to receiving synvisc-one. The patient's eyes were shut for seven days and the eye lid peeled. The patient was advised to take benadryl when she reported the event to the hcp's office. As the event persisted, the patient was advised to contact her primary care doctor who placed her on oral steroid. The events resolved three weeks since the injections. For other events reported by this hcp, please refer to MFR control number (B)(4). On (B)(4) 2010, add'l info was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. On (B)(6) 2010, add'l info was received from the nurse at the hcp's office. The nurse confirmed that the patient had received synvisc-one into both the knees. MFR's comment: the benefit-risk relationship of the product is not affected by this report.